Event description:
The international customer reported the ventilator could not boot up due to a vent inop air valve liftoff failure. The customer reported there was no patient involvement. The manufacturers service provider confirmed the reported problem and replaced the blower motor controller pcb board to address the reported problem.